Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the pump pocket and catheter incision site were fluid filled. It was suspected that there was a cerebrospinal fluid (csf) leak at the entry site. On the day of report, the physician performed a dye study. He was able to aspirate 2cc from the catheter without difficulty and there were no obvious breaks noted. In was indicated that he aspirated the pump pocket fluid accumulation. At the time of report, there was no patient injury. The device system was used to deliver morphine. Two days later, it was reported the exact cause of the fluid accumulations at the pocket and spinal incision was not determined, but was a csf leak was suspected. It was noted that a date was to be scheduled for surgery. Eleven days later, it was reported that the surgery had been performed on the day of report. There were no visible shears; however, the intraoperative dye study had revealed one. It was indicated that the spinal segment of the catheter had been replaced and the daily dose was decreased to 0.5mg/day. The patient was reportedly doing well, though it was unknown if therapy would be effective.